Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and used for a coronary diagnosis procedure. The procedure was delayed and completed as planned. The philips field service engineer (fse) visited the system onsite and confirmed that the geometry movements were partially unavailable. Review of the system log files shows a table position deviation. Upon investigation fse found lateral drive was defective which caused table errors while tilting table. Fse replaced the lateral drive, lateral pot and repaired the bad connection on the table. Later fse found lateral brake was not releasing when table was tilted. Hence fse replaced the defective node interface unit (niu) and the cables. After replacement of niu and defective cables the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were partially unavailable. No patient harm was reported. Philips has started an investigation of this complaint.